Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed and allegation was confirmed. The insulation damage was observed consistent with the wire escaping the lumen. This was most likely created when the stylet escaped the lumen during back-loading.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of an attempted implant procedure. The guidewire punctured the lead and exited outside the insulation. Additional information was sent but was unsuccessful. The lead was never in service. No adverse patient effects were reported.